Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported kink and separation were confirmed. The reported balloon rupture was not confirmed. It is possible that the balloon could not maintain inflation due to the kink in the hypotube. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the kink and the separation appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information received states that the trek balloon dilatation catheter (bdc) was prepped (air aspiration) prior to use with no issues noted. During advancement of the bdc to the lesion, the hypotube kinked and after inflating the balloon one time, it could not maintain pressure. After removal of the bdc from the anatomy, the hypotube separated into two pieces at the location of the kink. An unspecified device was used to complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. A 2.50 x 30 mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion and when inflated the balloon ruptured. The bdc was removed from the anatomy. No additional information was provided.